Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. It was reported that in an attempt to repair an abdominal aortic aneurysm, the physician was unable to deploy the stent graft. The delivery system was removed from the patient and the procedure was completed using another unknown stent graft.

Manufacturer narrative:
(B)(4). Results: (unknown cause of deployment difficulty). Conclusion: (unknown cause of deployment difficulty).

Event description:
The delivery system was returned and its evaluation has been completed. The device was returned clean. The stent graft was still loaded in place. There was compression damage (accordion) on the sheath (at the pebex section) at 25cm from edge of the graft cover. The compressed section of the graft cover stretched out when the handle was retracted 5.5cm. The handle could not be retracted further. The sheath and middle member were cut off at the stent stop and attempts to pull the graft cover failed as the graft cover appeared firmly attached to the taper tip. The graft cover was longitudinally cut and a residue could be observed on the od of the tip. The tip with graft cover were tested and the test results indicated the residue was lubrious coating. The presence of the lubrious coating caused the graft cover to bind to the taper tip. The graft cover most likely stretched during attempts to deploy the stent graft and then compressed and accordioned when deployment was aborted.

Manufacturer narrative:
(B)(4).